Manufacturer narrative:
During inspection and testing, error code e207 (emergency light error) occurred. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code was generated due to failure of the emergency lamp. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the connection was stiff due to wear of the output connector (light guide connection part). Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that an emergency light error occurred on the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e207 (emergency light error) also occurred. There was no harm or user injury reported due to the event.